Event description:
It was reported that during a possible implant procedure, approximately 2cm of the needle broke off and remained inside the pt. A b&k template was used to guide the needle. The indwelling section of the needle has not been removed from the pt.